Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett's esophagus. This patient was retrospectively enrolled with a 3 cm invasive esophageal adenocarcinoma. After a secondary focal ablation patient developed a grade d ulcerative esophagitis between 38 and 42 cm. Patient had symptom of dysphagia and was dilated. After completion of the procedure patient's stricture appeared to be significantly improved. Per the physician, the severity of this event was mild, and relationship of the event to the device procedure was probable, and there was no device malfunction.